Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was depleting quickly and subsequently, the pump will shutdown. The customer¿s blood glucose was 332 (mg/dl). In addition, it was reported that the screen intermittently becomes frozen on the "deliver bolus" conformation screen. Customer is ultimately able to clear the screen. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.